Event description:
It was reported that during a routine follow up this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted and recommended for the device to be replaced. No additional adverse patient effects were reported. At this time, this pacemaker remains service. Subsequent additional information was received reported that a device replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a routine follow up this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted and recommended for the device to be replaced. No additional adverse patient effects were reported. At this time, this pacemaker remains service.